Event description:
Pump infusing levo alarmed system failure. Pump had not been working correctly the night before per nursing. When pump switched out to new pump at same rate, patient became hypertensive and bradycardic. Manufacturer response for IV pump, IV pump. (Per site reporter) ongoing issue with baxter pumps.